Event description:
A medtronic ent representative reported that while in an ent procedure, the fusion navigation system was slow while the surgeon attempted a tracer registration. The surgeon was able to complete a successful registration and continue the case to completion with the use of navigation. There was no impact to the patient was reported.

Manufacturer narrative:
Rn on site declined to provide the patient demographic information. RMA issued. Replacement computer shipped (B)(4) 2012. The suspect computer passed all testing with no problem found, fully functional. System logs have been received by the manufacturer; evaluation finds the computer upgrade will increase the performance of the software. The software is functioning as designed.